Event description:
Reported indicated that a vns patient may have experienced a complication of the vns therapy implant surgery in the form of lead migration that resulted in traction on the vagus nerve and secondary vocal cord palsy. Reporter determined that the event was definitely related to implant. X-rays were performed and reviewed by the surgeon. No anomalies were noted with the placement of the device, and it was unknown if the device had migrated or not as there was not an x-ray from the initial implant to perform a comparison. The patient underwent revision surgery where the generator was repositioned more lateral and under the axilla, per the patient's request. The surgeon only opened the generator incision site, and did not open the neck incision site as the patient's vagus nerve was highly sensitive due to the vocal cord palsy. During surgery, it was discovered that the generator was not previously sutured during the initial implant surgery. The surgeon proceeded to suture the generator down with a polyurethane suture during the revision surgery.